Manufacturer narrative:
Additional information: d9, g3, h3, h6 the reported event was confirmed. The manufacturer evaluation revealed the clamping system is defective.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the device is defective. Also, there was no harm for patient, operator or third party reported. It will be processed as repair, not as complaint. Update 14-jan-2026 - further information was received: it was reported that during a surgery, the saw attachment stops as soon as it is placed on the bone. There was no harm for patient, operator or third party reported. Update 15-jan-2026 - further information was received: it was reported that during the hip prothesis surgery, the saw attachment stops as soon as it is placed on the bone. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.